Event description:
This is a case report from france that refers to a female patient who underwent a peritoneal dialysis using an uv-flash machine and an uv transfer set (lot unknown) in 2007. The set was connected to this patient since the previous day. It is reported that the machine had alarmed. When the door was opened, the spike was above the chimney of the new bag. Consequently, the transfer set was changed although there was no visible damage on it. The uv flash machine was also replaced. According to the reporter, the dialysate was cloudy in 2006 with total elements. She received vancomycin 1g and pyostacin (pristinamycin) per os since. Bags and line were discarded. The machine was returned to baxter technical services. This is one of the three similar events that have occured to this patient.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 17, 2007.